Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterosalpingectomy ("loss of cervix, uterus and tubes/ excessive salpingectomy.") In a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 10 months 29 days after insertion of essure, the patient underwent hysterosalpingectomy (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the hysterosalpingectomy outcome was unknown. The reporter provided no causality assessment for hysterosalpingectomy with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: hysterosalpingectomy. The analysis in the global safety database revealed 4 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("intramyometrial perforation") in a (B)(6) year-old female patient who had essure (batch no. He119h) inserted for contraception. Medical conditions: no remarkable medical history. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right tubal ligation and later hysterectomy for essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unable to rely on essure / unsatisfactory test most recent follow-up information incorporated above includes: on 13-feb-2018: device removal questionnaire received - patient initial, date of birth, age, lab data and medical history added. Essure insertion date updated, indication and lot number (he119h) added. Event loss of cervix, uterus and tubes/ excessive salpingectomy deleted and event intramyometrial perforation added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-dec-2017. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("intramyometrial perforation") in a (B)(6) year-old female patient who had essure (batch no. He119h (invalid)) inserted for contraception. Medical conditions: no remarkable medical history. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right tubal ligation and later hysterectomy for essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unable to rely on essure / unsatisfactory test . Quality-safety evaluation of ptc: unable to confirm complaint . The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-mar-2018 for the following meddra preferred term: uterine perforation ¿ analysis in the global safety database revealed 993 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 1-mar-2018: quality-safety evaluation of ptc. Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of hysterosalpingectomy ("loss of cervix, uterus and tubes/excessive salpingectomy") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 10 months 29 days after insertion of essure, the patient underwent hysterosalpingectomy (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the hysterosalpingectomy outcome was unknown. The reporter provided no causality assessment for hysterosalpingectomy with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: hysterosalpingectomy. The analysis in the global safety database revealed 4 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.